Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. The device was reprogrammed. Abbott technical support was contacted and additional reprogramming was recommended. No additional intervention was performed. The patient was in stable condition and will continue to be monitored.